Manufacturer narrative:
A system service check of the stellant flex injector, serial number (B)(4), was completed on january 24, 2022 which confirmed that the injector was operating within bayer specifications. The disposables used in the reported occurrence were discarded by the customer; and lot numbers were not able to be provided; therefore testing of retained samples is not possible. The customer has accepted an offer for additional applications training from a bayer clinical specialist and the tentative site visit date is scheduled on (B)(6) 2022.

Event description:
On (B)(6) 2022, bayer medical care received information that an (B)(6) male patient who was undergoing a CT scan suffered an alleged air injection while connected to a stellant flex injector system. Post procedure, when viewing the images, the radiologist noted a large amount of air within the patient's circulatory system. Although the patient was asymptomatic, he was transferred to another facility and received a 6-hour hyperbaric treatment and was noted to have 208 mls air in his circulatory system. The patient reportedly recovered and was discharged to home.

Manufacturer narrative:
A system service check of the stellant flex injector, serial number (B)(4), was completed on january 24, 2022 which confirmed that the injector was operating within bayer specifications. The disposables used in the reported occurrence were discarded by the customer; and lot numbers were not able to be provided; therefore testing of retained samples is not possible. The customer has accepted an offer for additional applications training from a bayer clinical specialist and the tentative site visit date is scheduled on (B)(6) 2022.

Event description:
On (B)(6) 2022, bayer medical care received information that an (B)(6) male patient who was undergoing a CT scan suffered an alleged air injection while connected to a stellant flex injector system. Post procedure, when viewing the images, the radiologist noted a large amount of air within the patient's circulatory system. Although the patient was asymptomatic, he was transferred to another facility and received a 6-hour hyperbaric treatment and was noted to have 208 mls air in his circulatory system. The patient reportedly recovered and was discharged to home.